Event description:
A user facility reported a pt with an unexpected post operative outcome following intraocular lens (iol) implant surgery. The iol was exchanged for the same model, different power lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional info has been requested. (B)(4).